Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for bowel dysfunction and gastrointestinal/pelvic floor. It was reported that the patient had not been able to connect to their ins since it was replaced and saw the power on reset (por) screen. It was noted that before the time of the report, they were getting a different screen but could not determine which one. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient's family member: it was unclear from the caller's message whether they "were" or "weren't" able to get the stimulator connected and additional follow up was conducted for clarification. No symptoms or further complications were reported.